Event description:
A report was received that the patient had (B)(6) infection at the pocket site. Symptom was fever. The patient underwent explant procedure and treated with antibiotics. The physician believed the infection was not device related and patient was more prone to infection due to diabetes.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.